Manufacturer narrative:
Report source: article titled "vertebroplasty and kyphoplasty in osteoporotic fractures of vertebral bodies - a prospective 1-year follow-up analysis", by r. Pflugmacher, f. Kandziora, r. Schroder, p. Schleicher, m. Scholz, k. Schnake, n. Haas, c. Khodadadyan-klostermann. Device not returned; followed-up with author.

Event description:
In an article titled "vertebroplasty and kyphoplasty in osteoporotic fractures of vertebral bodies - a prospective 1-year follow-up analysis", the following events were reported: there was local cement leakage from the vertebral body in 5 out of 35 vertebral bodies. Lateral cement leakage occurred twice from the vertebral body; one case can be traced back to a vessel discharging there; one case related to perforation of the lateral wall. Lateral cement leakage occurred three times into the intervertebral disc above it; which can be explained by a perforation of the endplate, caused by the fracture itself, or there may have been small perforations sites due to excessive inflation of the balloon. There were no complications in terms of an infection, bleeding, pulmonary embolism, cerebral infarction or cardiac problems. No additional info was reported.